Manufacturer narrative:
Additional information for h10: based of further investigation, the most probable cause was determined to be related to the end user/methods exceeding the product pressure specifications of 45psi. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 03/08/2021.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp micro-volume extension set leaked. It was further reported the set leaked at the filter. The set was connected to a ¿mainifold as carrier¿. The leaked occurred during a tko (to keep open) infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.